Event description:
Device 2 of 3. The pt received 2 scs leads with different lot numbers. Reference MFR. Report: 1627487-2012-03038 and 1627487-2012-03209.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form on opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.